Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex¿ biliary rx stent was implanted in the common bile duct during endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician felt resistance when deploying the stent. The stent was fully deploy; however based on the photos provided, the stent was noted to be damaged. The stent remains implanted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.